Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had ureteral stricture and underwent surgical treatment. During the surgery, foley catheter balloon dilation of the ureteral stricture was performed. Currently, the guidewire cannot pass through the balloon channel. It was only after switching to a super-slippery guidewire from the vascular department that it could be used, which affected the surgical outcome.